Event description:
During a follow-up, low sensing, low impedance and high pacing threshold were observed. The review of the session records revealed the sensing and lead impedance were low but stable. The physician was unable to explant the lead. The lead was capped. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.